Event description:
It was reported to philips that the device kept giving a maintenance error. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device. The error log indicates a malfunctioning therapy pca. The therapy pca needs to be replaced. The philips representative has identified this as malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.